Manufacturer narrative:
The unit was received with cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, and a missing end cap sticker. The test reservoir did not lock properly inside of the reservoir tube.

Event description:
The customer reported via phone call that the plastic around her reservoir tube lip came off. The patient's blood glucose at the time of incident was 204 mg/dl. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.